Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the catch rod of the latching system was damaged due to improper maintenance by user facility personnel. To resolve the issue, the technician replaced the catch rod of the latching system. The unit was tested, confirmed to be operating according to specification, and returned to service. The unit is not under steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. While onsite the technician counseled user facility personnel on the proper maintenance of the atlas transfer carriage. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn on their arm after struggling to unlatch the atlas transfer carriage from their sterilizer. The employee received burn cream and a bandage and returned to work.